Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error code. A review by technical services (ts) noted that the error code was caused by a large number of magnet detections and the error could be reset. No adverse patient effects were reported. This device remains implanted.